Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 26 mmol/l. The customer has a sensor that was reading low when his blood glucose was not low. Customer treated for the false low and then went high. Customer also stated that, the sensor had no sensor glucose available issues and calibration not accepted error. The device is not expected to be returned for analysis.